Event description:
It was reported that during a micro-direct laryngoscopy procedure, a flair at the fiber distal tip occurred. The reporter was not sure what the pules setting was but said they used "a lot of pulses". The reporter also stated that they thought the fiber appeared to have some blackened build-up on the tip. A hunsaker jet ventilator tube was used; the inspired o2 was 28%; the fiber had been stripped 4 mm. The fiber was cleaved and stripped and the procedure completed using the same surgical fiber without further issue. Patient outcome: "ok" . " there was no injury to the patient and no intervention was required to prevent an injury".